Event description:
International complaint received from taiwan. Customer reports leakage occurred at the bottom of the filter during patient use. The incident occurred twice on the same patient. There was no reported patient injury or medical intervention. Although requested, no additional information is available.

Manufacturer narrative:
A request for the return of the device has been made, should the reported device be returned and evaluated, a follow up report will be submitted.